Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cementoplasty procedure. During surgery, the cement extravasation had occurred at paraspinal tissues. Bone cement volume implanted was 1.1 cc. Patient outcome has not been reported. The cement extravasation was reported as being clinically insignificant.